Event description:
During an ablation procedure, the patient was burned under the grounding pad site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported blister could not be conclusively determined.

Event description:
After a l5-s1 ablation procedure, that patient developed a blister under the grounding pad. The grounding pad was placed on the upper thigh that was prepped with chloraprep. The patient was neither hairy or diaphoretic. After the procedure, the patient called the hospital and notified that a blister had developed. The patient went to urgent care and was diagnosed with cellulitis for which antibiotics were prescribed. There were no performance issues with any abbott device.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MDR report and manufacturing site. The correct MFR number is 2182269.